Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer. The fse disconnected the power supply module and distribution panel but problem remained the same. He removed power supply, connected external power and output of tb2 (29vdc), tb3 (5vdc).it was suspected distribution panel was defective and an order was placed. Ventilator is not being returned for investigation. Reporter occupation: biomedical engineer. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. Root cause: no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.